Manufacturer narrative:
The insert was tested with bobcat pro serial # (B)(4) and was tested for temperature and a reading of 96.8 degrees was recorded at the working area of the insert tip. The insert was tested at 35 cc of water flow, the thermometer ID # 6112 (cal date 11/08/2016 - cal due 11/30/2017). In conclusion the complaint for the insert getting hot could not be duplicated and the insert could not be failed for the temperature due to needing a 118.4°f to warrant a failure.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a 25k fsi-sli-10s insert, the stacks were not moving and the insert was heating up; no injury resulted.